Event description:
It was reported that the customer needed to change her infusion set. When she rewound the pump, she received a motor error alarm. Customer's blood glucose level was 412 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer stated that the pump was working again, but he received another motor error while filling the cannula. Customer received a failed battery test after trying to change the battery. Customer's settings were cleared. Customer is going to call her doctor to get her settings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.